Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. It was reported that the replacement battery was damaged upon arrival, and that the device was not repaired; however, after performing multiple good faith efforts (gfe), no response was provided regarding the resolution of the event. It could not be confirmed that the device was repaired, and if the issue was resolved. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/09/2023, 01/25/2023, 02/01/2023, 02/08/2023, 03/08/2023, 03/21/2023, 03/29/2023 and 04/04/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18101.